Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 250 mg/dl. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.